Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was used to treat a malignant lesion in the pancreatic head mass causing extrinsic compressions in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and cannulation was performed prior to stent placement. According to the complainant, during the procedure, the blue outer sheath near the guidewire access port was noted to be broken. The stent was then removed from the patient fully covered by the outer sheath. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event.